Event description:
Patient had a right brachial pediatric size pulmonary artery catheter that was not giving a proper hemodynamic tracing. Upon attempts to withdraw blood, whistling was audible with air bubbles visible in tubing. After discussion by physicians, catheter discontinued without incident to patient. Catheter assessed and fracture found in tubing near bifurcated hub.